Event description:
It was reported that during a coronary artery stenting treatment procedure, a balloon dislodgement occurred. The target lesion was located in the left anterior descending coronary artery. The 2.75x12mm liberte bare stent delivery system was advanced along an unknown 0.014 inch guidewire. While advancing, it was reported that the guidewire "ruptured" and the stent dislodged from the balloon. The stent was captured in the guide catheter and removed and the procedure was able to be completed with another of the same device with no patient complications. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B) (6). (B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, a balloon dislodgement occurred. The target lesion was located in the left anterior descending coronary artery. The 2.75x12mm liberte bare stent delivery system was advanced along an unknown 0.014 inch guidewire. While advancing, it was reported that the guidewire "ruptured" and the stent dislodged from the balloon. The stent was captured in the guide catheter and removed and the procedure was able to be completed with another of the same device with no patient complications. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break that had occurred in the hypotube. The break was located at approximately 67.6cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube shaft. Both sections of the hypotube were kinked. An examination of the crimped stent, balloon and tip sections of the device found no issues with their profiles. The stent was securely crimped onto the balloon. A 0.015inch size mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).